Event description:
During a carotid stenting procedure, after two precise were placed in the lesion, blood flow stopped. A suction catheter was used to remove debris caught in the angioguard filter. The filter was then removed and the blood flow returned to normal. The pt is a male. The vessel characteristics are unk. There was no difficulty accessing the lesion and placing the angioguard device in position beyond the lesion. It is unk if the lesion was pre-dilated. There was no difficulty placing the stent. Immediately following stent placement, no flow was seen under angiography. The physician used an aspirating catheter to remove (suck out) the debris caught on the filter device. Then the angioguard device was withdrawn and blood flow was recovered. Debris was not found in the angioguard filter after it was removed from the pt. There was no injury to the pt as he was neurologically intact when he was taken from the angio suite. The procedure was completed successfully and the pt is in stable condition.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.